Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm in a loop. Customer reported they were unable to clear the alarm. Customer found pump error alarm into the alarm history. Customer stated the insulin pump was exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring= black. The device was returned for no motor movement or negligible movement. Retries to free a stuck motor failed alarms and exposed to magnetic field found on june 17, 2022. Devices history and trace files downloaded successfully using thump software. Constant no motor movement or negligible movement. Retries to free a stuck motor failed alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarms. No motor movement or negligible movement. Retries to free a stuck motor failed confirmed in the device history/trace files on june 17, 2022 between 21:21:29.000 and 22:46:25.000 due to corroded motor home switch. Device was cut open to perform visual inspection and found corrosion damage on the motor, force sensor, and electric boards. No moisture damage noted on electric boards. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked case behind the device at the battery compartment, scratched case, and pillowing keypad overlay. Constant no motor movement or negligible movement. Retries to free a stuck motor failed alarms confirmed during rewind and in the device history/trace files due to corroded motor home switch. Exposed to magnetic field unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.